Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, the device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a replacement of the lv lead due to an exit block. The device was explanted and replaced during the procedure due to suspected premature battery depletion. The patient was in a good medical condition.